Event description:
On (B)(4) 2013, a call was received from the sister and legal guardian for the patient stating that over the past month, the patient has been hospitalized four times for seizures, which is more than the patient has been for a long time, at least before being implanted with the vns. The sister stated that one of those times was for a urinary tract infection. The sister had recently spoken to the patient's primary care physician and was told that the patient still has a urinary tract infection. Additionally, the patient's sister stated that is seems as though the patient's seizures have been longer as well. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Manufacturer narrative:
.